Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump powered up as expected, but would not operate. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.